Manufacturer narrative:
A replacement reagent was sent to the customer. Service was not dispatched for this event. A clear root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to coulter dxh cleaner reagent that was leaking upon receiving. The customer was wearing lab coat, gloves, and eye protection. There was no exposure to mucous membranes or open wounds. No one required medical attention and there was no effect to patient or user.